Manufacturer narrative:
A united states (us) customer reported observation of a discordant depressed high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. No issues were identified with assay calibration or quality control qc) results. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is evaluating the event.

Event description:
The customer reports observation of a depressed advia centaur high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. The initial depressed result was reported to the physician, who questioned the result. The sample was repeat-tested, and a much higher result was obtained; this higher result was considered consistent with patient condition and accepted as correct. There are no known reports of patient intervention or adverse health consequences due to the depressed tnih result.

Manufacturer narrative:
MDR 1219913-2024-00311 was initially filed on 16-may-2024. Additional information (28-may-2024): siemens healthcare diagnostics has concluded the investigation of the event. Siemens evaluated the instrument data and the information provided by the customer. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the system and performed routine troubleshooting and system maintenance. After service intervention, precision studies were performing with quality control (qc) and patient samples which were acceptable and no further sample outliers were identified. Return of the patient sample for investigation is not warranted, as the discordant results were not reproducible post service intervention. A product problem was not identified. Customer is operational; no further actions are required. In section h6, investigation findings and investigation conclusions codes were updated.